Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a shock test failure during operational testing. It was noted that the output during the 200j test fell below 170j. There was no reported patient involvement.